Event description:
A customer contacted baxter's (B)(4) to report the homepatient (hp) overfilled on the homechoice (hc) machine during dwell 1. The hp did not record the drain volume but stated that the drain bag weighed 10lbs. A 10 pound (lb) equals 4.53592kg. 4.53592kg / 0.96 equals 4.7249l . This drain volume meets increased intraperitoneal volume (iipv) criteria. The technical service representative (tsr) explained to the hp that the initial drain alarm (ida) was set too low and needed to be increased to reduce the possibility of overfills. The nurse (rn) instructed the tsr to increase the ida to 2000ml. The hp to resume the dwell and therapy for the evening as the symptoms were gone. The hp did not want the device evaluated. On (B)(6) 2010 (B)(4) followed up with the nurse and the nurse confirmed that there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Review of the device's previous service record revealed the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the issue of iipv. The device has not been previously returned for any issues related to iipv. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulty could not be determined. The current labeling if found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).